Event description:
A us distributor reported a monitor displayed a service code and was unable to complete incoming testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a defective c1 capacitor and defective d1, l1, and l2 components on the computer/analog pca. Root cause: the root cause for the defective c1 capacitor and d1, l1, and l2 components could not be positively identified. There were no adverse event associated with the monitor malfunction.